Event description:
It was reported the customer's insulin pump was cracked. The customer's blood glucose was 244 mg/dl. The customer stated the insulin pump was cracked at the screen. Customer reported damaging their insulin pump while playing softball. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received with bleeding and cracked lcd glass. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.